Event description:
It was reported to boston scientific corporation that the patient previously had a bard pelvisoft acellular collagen biomesh implanted on (B)(6) 2005. During a procedure performed on (B)(6) 2010, the patient was implanted with an uphold vaginal support system. According to the complainant, post-implantation, the patient experienced unknown injuries (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.